Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had issues clamping with the large hem-o-lok clip applier instrument. The customer tried a couple of times, and it would not clamp, however, it did clamp as intended with another hem-o-lok clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the clip applier instrument not clamping the clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have multiple input disk broken. Input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #6. As a result of the broken inputs the instrument failed engagement. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The complaint regarding the customer could not get the large hem-o-lok clip applier instrument not clamping was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.